Manufacturer narrative:
(B)(4). Batch # n54288. The analysis results found that the atw35 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The test cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the lot/batch # provided (n9045f) was reviewed to verify the product code. Upon review, it was determined that the product code does not correlate to the batch/lot. Additional information received: the surgeon was getting ready to clamp down on the renal artery for the first firing and the entire reload fell out. It was retrieved without issue and an ats45 was pulled to complete the case with no consequences to the patient. The sale rep could not confirm the lot number of the device.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the staple reloads kept falling out. Case completed with another device of the same product code. There were no patient consequences reported.